Manufacturer narrative:
H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2024-21386. A new code was added to health effect - impact code.

Event description:
The complainant reported the patient was on impella rp flex support and while on support, the patient had red urine and the pump position was checked. A computed tomography scan was taken showing a clot near the distal outlet cannula in the left pulmonary atresia. The impella rp flex was explanted and a thrombectomy was performed. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.